Manufacturer narrative:
An event of a pain and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No information was received to indicate that the patient¿s monitored activated clotting time was abnormal. Information from the field indicated that the patient was admitted for abdominal pain and the etiology of the pain was unknown, a pericardial effusion was noted. Physician performed pericardiocentesis and drained 550cc from the patient. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a unknown size amulet was implanted on a patient. On (B)(6) 2023, the patient was admitted for abdominal pain and the etiology of the pain was unknown, a pericardial effusion was noted. Physician performed pericardiocentesis and drained 550cc from the patient, appearance of fluid was bloody. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.